Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and found that the bearings were worn out and no longer in axial alignment causing noise and vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection, it was discovered that the short attachment device was noisy. During in-house engineering evaluation, it was observed that the bearings were worn out and no longer in axial alignment causing noise and vibration. The event was not related to surgery. There was no patient involvement or delays reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.